Manufacturer narrative:
The investigation into the reported access site bleeding and thrombus has been completed since the original report was filed. Product was not returned for review. The root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review and the root cause of thrombus was most likely due to patient condition. The failure modes will be monitored and trended.

Event description:
The user facility reported a 59-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient's right groin impella insertion site had a new lateral swelling/purple color that the clinician initially thought it was from a known and resolved hematoma however, the discoloration and edema appear to have moved from initial medial right groin. The medical team was made aware, and area of concern outlined. The dressing was clean, and the angle matched. 2 units of prbcs were given overnight. The patient¿s hemoglobin(hg) dropped again to 6.9 and the team was likely going to transfuse 1 more unit. After several days the hematoma was successfully managed with stitches around site. The insertion site is now showing clean, dry, and intact. Slight old bruising evidence around site but with no active swelling noted and groin was soft. It was further reported that the team was planning to remove the impella cp when left ventricle thrombus was noted and therefore did not feel comfortable with any repositioning or movement of device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿